Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during the fill tubing process. Customer's blood glucose was 394 mg/dl. The customer also reported insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. Customer also reported the insulin pump was dropped in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor during the basic occlusion test due to loose/protruded drive support disk. The following cosmetic damage was noted on the device: cracked battery tube thread, cracked reservoir tube, and cracked case near the display window corner noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.